Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). (B)(4). No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was found at 47.3-47.5cm from the electrode tip, consistent with lead friction to the ICD can. External insulation abrasions were found at 7.5- -8.3cm and 39.9-41.1cm from the electrode tip, consistent with the lead friction to another device. The etfe coating was intact at these locations.